Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat bilateral lower back pain. The system was activated on (B)(6) 2025 and several weeks later the patient reported having difficulty maintaining communication between the implantable pulse generator (ipg) and the external therapy discs. Reprogramming and troubleshooting was performed and unable to correct the problem. Imaging was performed by the medical office and the ipg was reported to have migrated beyond the recommended depth as well as rotating so that it was no longer seated parallel to the skin surface. On (B)(6) 2025 a surgical revision was performed to reposition the existing ipg so that it is more superficial and positioned parallel to the skin.

Manufacturer narrative:
All original components remain implanted and in use after being repositioned, indicating that the communication issues noted are related to the position of the device and not the function of the components. There is no indication of any component failure or malfunction. The patient was initially able to successfully use the nalu system when it was activated, indicating that the implant of the device was within the recommended depth and the position was such that communication was able to be maintained. At some point after activating the system the ipg appears to have migrated. There are no reports of any falls or trauma that the patient sustained during the several weeks between activating the system and experiencing communication issues. It is possible that the patient was receiving pain relief and thus increased activity levels prematurely, before the implant had adequate scar tissue in place to maintain stability. It is also possible that the implant was placed in unstable tissue initially, allowing the component to migrate later. Migration of implanted components is a known inherent risk of neuromodulation systems.